Event description:
The customer contacted physio-control to report that their device had a service light present. When the customer attempted to turn the unit on in order to retrieve the event codes from the device's memory, the customer observed that it would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.